Event description:
On (B)(6) 2026, the user reported an infection at the sensor insertion site, with symptoms including swelling, redness, warmth, pain, and drainage that progressed from clear or pink to yellowish. The user stated that symptoms first appeared on (B)(6) 2026. The infection was confirmed by the user's healthcare provider.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user's healthcare provider was aware of the event and prescribed cephalexin for treatment. The symptoms did not result in removal of the sensor, and the user was advised to continue following the healthcare provider's recommendations. Per data management system review, the user was actively using the system with up-to-date information at the time of complaint closure.